Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06284. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Rather than breaking (wounding) the cable, it is speculated that the image could not be displayed because moisture has entered and the electric circuit has shortened, so that video communication could not be transmitted to the server. The potential root cause of the cable breakage may be due to the user's handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of cable breakage, the instructions for use provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found no display on the screen. The video processor cannot recognize the camera head. It can cause an e322 error message. The device failed the leak test. The cable was cut, and a scratch found on the connector. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The camera does not produce an image on 4k video system. Otv generated an e322 error message. The camera head was not connected. There was no patient injury reported. No additional information was provided.